Manufacturer narrative:
This report is filed march 24, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent drainage and infection at the abutment site and was treated with oral and topical antibiotics (dates not reported). Subsequently on (B)(6) 2016, the patient underwent revision surgery to facilitate soft tissue work. During the same procedure the abutment was removed and a cover screw was placed to allow for healing. The implanted device remains.